Manufacturer narrative:
Additional information was later received indicating a surgical procedure was performed wherein ipp pre-connect and reservoir components were explanted and replaced.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to a pump malfunction. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fluid leaks attributed to cylinder on cylinder wear. The cylinders also had a hole with avulsion present in the outer tube. Cylinder 2 had broken fabric threads. The ams 700 momentary squeeze (ms) pump was visually inspected. A leak was present in the pump strain relief krt cylinder junction; however, this was concluded to be attributed to sharp instrument damage as no signs of wear nor fatigue were visible. The pump was unable to be functionally tested due to this leak as well as pump contamination present. Although the reported allegations are against the pump, device analysis concluded the cylinder malfunctions identified to be the most probable cause of the reported events. The leaks identified would directly affect the overall functionality of the device and result in the device to function different than normal. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to a pump malfunction. A patient outcome was not reported.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to a pump malfunction. A patient outcome was not reported.